Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports noticing that the crystalens haptic appeared bent when opening the lens case. No pt contact.